Manufacturer narrative:
The biomedical engineer (bme) called technical support to report that a 110b "proximal pressure sensor autozero failed" alarm error occurred. If no issues are found after verifying the pin alignment, the remote service engineer (rse) recommended replacing solenoids 3 and 4 and provided the bme with the part number and price of the replacement solenoid valve for repair. The rse also recommended that the bme should check the connection on the da pcba. The bme reconnected the da pcba and successfully performed a pressure test (10 /35/60 cmh2o).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 110b "proximal pressure sensor autozero failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 110b "proximal pressure sensor autozero failed" alarm error occurred. The customer also confirmed that the 110b error code was logged in the event log and noted that the flow sensor assembly was replaced a month ago. The remote service engineer (rse) reviewed the following suggested repair per the v60 service manual with the customer: 1. Verify the pin alignment between the solenoids and data acquisition (da) printed circuit board assembly (pcba). 2. Replace the proximal auto-zero solenoid (sol 3 and sol 4). 3. Replace the da pcba. If no issues are found after verifying the pin alignment, the rse recommended replacing solenoids 3 and 4 and provided the customer with the part number and price of the replacement solenoid valve for repair. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical engineer (bme) ultimately replaced the data acquisition (da) printed circuit board assembly (pcba), after which the issue was resolved. The investigation concludes that no further action is required at this time. While this issue has been resolved, the bme observed an additional issue during further evaluation of the device. This issue is being addressed in a subsequent case.